Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), blindness ('vision/eye problems/vision loss') and seizure ('seizures') in a (B)(6) female patient who had essure (batch no. 789031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included brain operation in 2012. Previously administered products included for an unreported indication: phenytoin sodium, azathioprine, hydroxych and prednisone. Concurrent conditions included overweight. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), systemic lupus erythematosus ("autoimmune disorder type of disorder/lupus"), pericarditis ("blood or heart, disorder/condition type: pericarditis"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), allergy to metals ("nickel allergy"), menorrhagia ("abnormal bleeding (menorrhagia) / heavy abnormal bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), hot flush ("hormonal changes describe: hot flashes"), alopecia ("allergic or hypersensitivity reaction type: hair loss"), bacterial vaginosis ("infection (other) describe: bv"), migraine ("migraine/ headaches"), nervous system disorder ("neurological conditions or problems"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), blindness (seriousness criterion medically significant), weight fluctuation ("weight gain / loss"), seizure (seriousness criterion medically significant), infection ("infection (other)"), dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse") and dysgeusia ("taste metal"), was found to have weight increased ("weight gain") and underwent tooth extraction ("teeth pulled"). The patient was treated with surgery (essure device removal). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, systemic lupus erythematosus, pericarditis, abdominal pain, vulvovaginal pain, abdominal pain lower, allergy to metals, menorrhagia, vaginal haemorrhage, hot flush, alopecia, bacterial vaginosis, migraine, nervous system disorder, fatigue, vaginal discharge, blindness, weight fluctuation, seizure, weight increased, infection, dysmenorrhoea, dyspareunia and tooth extraction outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, bacterial vaginosis, blindness, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hot flush, infection, menorrhagia, migraine, nervous system disorder, pelvic pain, pericarditis, seizure, systemic lupus erythematosus, tooth extraction, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, weight fluctuation and weight increased to be related to essure. The reporter commented: discrepancy noted : essure removal date as per pfs is (B)(6) 2021 previously reported insertion date (summons) - (B)(6) 2010, (B)(6) 2011 and (B)(6) 2010. (Discrepancy), (B)(6) 2011 as per pfs. She did not claim that essure worsened a previously existing injury/condition. Patient underwent essure confirmation test (unspecified)-tubes were blocked. Current weight (B)(6). On an unspecified date, the patient underwent tubal ligation. The patient did not have her essure removed, however, is currently planning for removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Hysterosalpingogram - in (B)(6)2011: total bilateral occlusion. Lot number: 789031 manufacture date: 2010-10 expiration date: 2013-10 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: pfs received: event pelvic pain made medically significant and intervention required due to surgery. Other events painful menstrual cycle, painful intercourse. Teeth pulled and metal taste added and rcc added. On 23-oct-2020: updated quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.